Manufacturer narrative:
The insulin pump was received with unresponsive arrow buttons due to flattened button dome switches. No unlock lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. The insulin pump had stripped battery cap coin slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse reported that the buttons were sticking. The customer's blood glucose was 25 mg/dl at the time of incident. The customer's blood glucose was 35 mg/dl at the time of call. The customer's blood glucose was 64 mg/dl at the end of call. The customer's spouse stated that they treated the low blood glucose with glucose tablets and honey. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.